Event description:
It was reported that during a laparoscopic procedure of phlebeurysm, the jaws became not to be opened at the 3rd firing. The device was used on the blood vessel. The jaws were released by pulling the trigger to the home position by hand. When the device was checked outside the patient, a malformed clip was found inside the jaws. No damage was found on the blood vessel and the patient¿s body. Another device was used to complete the case. There were no adverse consequences to the patient. The device was tested for functionality after the operation.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. A bag with one malformed clip and one conforming clip were returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and the first two clips resulted in clip malformation; the instrument was actuated again and it fed and formed the remaining clip properly. The device locked out as intended, however the orange indicator did not show up. The device is designed to lock out when all the clips have been fired. Please note the indicator wheel failure is not related to the reported event. No conclusion could be reached as to what may have caused the found malformed clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).